Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported the procedure was to perform angiography of the right coronary artery (rca). The dragonfly catheter was advanced through the 6fr jr4 guiding catheter and to the target lesion without resistance. Imaging was performed successfully and the dragonfly catheter was removed. No issues were noted during use of the dragonfly catheter. After removal of the catheter, angio images revealed a dissection in the proximal rca to the aorta. A stent was implanted to treat the dissection. The patient was kept overnight for observation and released the next day in stable condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The oct imaging provided by the customer was reviewed and confirmed a successful pullback of the dragonfly catheter; however, there was no evidence of a proximal or ostial dissection or vessel disturbance observed in the submitted imaging. The vessel appears healthy, proximally up to the guide catheter. The dissection observed via cine, during post-dragonfly pullback, was not provided. Based on the case information, there was no conclusive cause(s) for the reported patient effects, and their respective relationship to the product, if any, that could be determined. The oct imaging provided no evidence of a proximal or ostial dissection or vessel disturbance observed, and the vessel appeared healthy (proximally up to the guide catheter). The dissection observed via cine, during post-dragonfly pullback, was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.